Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one device is laying at an angel instead of in the correct position') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd and esophagogastroduodenoscopy. Concurrent conditions included vaginal odor. Concomitant products included bisoprolol fumarate (monitor) since 2003 for gerd as well as calcium carbonate;cyanocobalamin;folic acid;pyridoxine hydrochloride (premesis) since (B)(6) 2008, levothyroxine since 2014, medroxyprogesterone acetate (depo-provera) (B)(6) 2009 to (B)(6) 2009, metronidazole (metrogel), phentermine since (B)(6) 2018 and vitamin d nos (vitamin d) since 2014. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced cystitis ("had bladder infection"). In 2009, the patient experienced vaginal infection ("vaginal infections"), pruritus ("itching") and vaginal discharge (" vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), biliary colic ("gallbladder was removed due to a gallbladder attack"), goitre ("thyroid issues-thyroid goiter") and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device dislocation, vaginal infection, pruritus, vaginal discharge, cystitis, dysmenorrhoea, biliary colic, goitre and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, biliary colic, cystitis, device dislocation, dysmenorrhoea, goitre, pruritus, vaginal discharge and vaginal infection to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records:vaginal discharge, vaginal infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet and medical record was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- vaginal infections, vaginal itching, vaginal discharge, bladder infection, malposition of essure device location of device, dysmenorrhea (cramping), gallbladder attack¸ thyroid goiter, lower abdominal pain. Reporter information, medical history, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.